Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that this (B)(6) patient with an unknown valve implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to severe calcification. A transcatheter valve was implanted within the edwards surgical valve.

Event description:
As per information received the valve was implanted more than 16 years.

Manufacturer narrative:
Updated: b5 and d6. Initially, it was reported that this valve implanted in the aortic position was explanted after an implant duration of unknown duration due to severe calcification. However, through investigation it was learned that this valve was implanted more than 16 years ago. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.